Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked display window corners, reservoir tube lip, minor scratches on the display window and a missing end cap sticker.